Event description:
The customer reported the workstation will not boot.

Manufacturer narrative:
Customer requesting support. Workstation will not boot. Sounds like system needs to reload software for workstation. In house svc found workstation version 17 floppies on another system and reloaded workstation software. Cancelled service request. System functioning as intended.